Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hospital emergency due to periods with clots') in a 48-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hospital emergency due to periods with clots') in a (B)(6) year old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criterion hospitalization). The patient was hospitalized on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.